Event description:
On (B)(6) 2013 patient reported she was admitted to the hospital yesterday with elevated blood glucose level. Patient was attempting to put the infusion device back on. Patient stated she had worn the infusion device before going to the hospital. Patient reported she was in the beginning stages of ketoacidosis. Patient stated she tested yesterday and the blood glucose monitoring device read "hi"; uses a competitor's blood glucose monitoring device. Patient reported she took 9 units of insulin and then fell asleep and when she woke up several hours later, she tested over 500 mg/dl. Patient's target blood glucose level is around 116 mg/dl. Patient stated she called the ambulance and went to the hospital and was admitted. Patient reported she has been off of the infusion device and given injections of insulin at the hospital; they do not carry supplies for the infusion device at the hospital. Attempted to assist patient with getting the key lock function off; had a difficult time seeing. Patient stated she would get someone to come in and assist. On follow up call patient had someone to help with unlocking the infusion device key lock. Patient was able to connect to the infusion device. Patient reported it was her infusion site that was not the best and this is why she had elevated blood glucose levels. Patient stated she changed the infusion site this afternoon. Patient wishes to resume pump therapy. On follow up call on (B)(6) 2013 patient reported she discarded the alleged infusion set. Patient stated her blood glucose level is better and the hospital is managing with insulin. Patient reported she thinks she will be released from the hospital tomorrow. No product return was requested.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Manufacturer narrative:
Conclusion the complaint cannot be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated.